Event description:
Customer's wife reports lancet sticks out after being fired while using the multiclix lancet device. Customer stuck himself with protruding lancet; no medical treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.